Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Review of the electrograms initially suggested possible ventricular lead oversensing which conclusion was then rejected. Further review of the electrograms then established evidence of actual ventricular lead noise. The plan is to monitor the lead. The patient has been stable throughout.